Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed each device was returned in original packaging with the batch number of the complaint on the labels. None of the t1, t2, or sutures were not returned. Device one, the actuator is in the pre-t1/post-t2 position. Device two the actuator is in the pre-t2 position. Bio debris is present on both devices. A functional evaluation was performed on the returned device and found that both devices cycle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the fast fix 360 assembly process, found the assembler must slide t2 onto the needle, then slide t1 onto the needle, and then verify both ts are in the correct position prior to packaging. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a knee arthroscopy and meniscal suture, two fast-fix 360 of the same lot number failed in the same way. The t1 implant was fired by lowering the trigger button and the trigger button was returned, the same steps were performed to implant t2 in the meniscus, and the trigger button was returned but it was observed that the implant did not come out, the specialist inserted the needle again and activated the trigger again, but the implant never came out, only the suture came out. After that, the second fast-fix was used and failed in the same way. The procedure was completed with a non-significant delay using an s+n back up device. No further complications were reported.